Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a broken belt clip slot and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional tests, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No blank display was noted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading at the time of the urgent care visit was 600 mg/dl. The customer stated that the insulin pump had no been delivering insulin for a few weeks. She was treated with manual injections at the hospital and was wearing the insulin pump when admitted. Several weeks later, the customer reported that the insulin pump had a blank display. She declined troubleshooting and treated with manual injections. The blood glucose reading was 297 mg/dl. The customer stated she did not trust the device. Advised replacement of the insulin pump. Nothing further reported.